Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and cosmetic damage. Customer's blood glucose value was 451 mg/dl at the time of the incident. And current blood glucose was 451 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with manual injection. Customer will be returned device for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08720 inches. The insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. The insulin pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The units left at the insulin pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. No unexpected insulin flow blocked alarm noted during testing. The insulin pump was received with case cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads. (B)(4).